Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "lever will not move. Verified problem. The only way to open the latch. You must press the cassette lock release button." Patient harm: unknown 1/8 customer reported: " there is no problem with the latch. The latch did not open because of the battery was depleted. Plugged in the pump and the latch worked. The pump have two pump problems. " 1/8 customer reported "latch did not open unless the cassette lock release button to open the latch. Plugged the pump and turned on the pump. The latch worked. Charged the pump overnight. Cleaned the av (actuator valve) pins and loading guides. While tested pump there was no problems. There was pump problem on the following dates and times: december 14 at 6:08 and january 3 at 11:34. " patient harm: unknown a preliminary review of the logs identified the following issue: battery capacity fade. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.